Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 600 mg/dl. The customer treated for their high blood glucose with insulin pump and manual injection. The customer alleges insulin pump was under delivering due to no basal delivery on the insulin pump. Customer¿s current blood glucose was 103 mg/dl. Customer stated that insulin pump passed self test and displacement test. The insulin pump and reservoir will not be returned for analysis.